Event description:
It was reported that after an uneventful insertion of the iab, blood was noted in the helium tubing. The physician contacted the arrow clinical support group and was told to remove the iab. However, the iab was left in place and later blood was again noticed in the helium tubing. Then, the iab was removed with no pt complications.